Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device problem was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had no image. The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.